Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was unsubstantiated. The device was recertified and returned to the customer. Review of the device activity log showed multiple instances where the device was setup for a self-test (multi-function cable shorted to shorting plug, the shock button pressed) ; however 120 joules is selected. As a result of this, the device prompted a "select 30j" message. Other instances in the log show the charge and shock buttons were pressed while the device was in monitor mode (instead of defib mode). The logs also show two successful shocks were delivered through the external paddles. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.